Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue recurred, and they acknowledged and understood the guidance.